Event description:
The manufacturer received information alleging a ventilator was not charging its internal battery. There was no harm or injury reported. The customer will not be returning the device to the manufacturer for evaluation or repair. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.